Manufacturer narrative:
The returned device was evaluated and the pod was received with corrosion visible through the top and bottom housings. No damage was observed on the top or bottom that would lead to fluid getting into the device. Corrosion was observed on several internal components, including the printed circuit board (pcb) assembly and bottom battery. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master controller, however this was unsuccessful. The pcb assembly was removed from the pod chassis, cleaned, and attached to the power supply. This was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master controller. Fluid path testing found a tear in the unexposed portion of the soft cannula, 0.089 inches from the nail head, which resulted in an internal fluid leak. The observed corrosion, low battery voltages, and inability to connect to and download the pod data can be attributed to the leak. The leak can be confirmed as the cause of the reported fluid observed inside device. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware, n5004l. Cloud - cgm sensor type, g7.

Event description:
A patient reports while wearing a pod for over 48 hours their blood glucose level had rose to 300 mg/dl. The patient reports observing fluid in the pod. As treatment, the patient administered a manual pen injection of insulin. The patients reported blood glucose level after treatment and at the time of this call was 175 mg/dl.